Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03958. It was reported that a burr became stuck on wire. A 1.75mm rotalink¿ plus and 330cm rotwire were selected for use. During the procedure, the burr became stuck on wire. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the burr unit & the advancer unit were returned to site connected together for analysis. A guidewire was returned running through the rotablator device and the rotawire could not be removed from the device. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined. The annulus was examined and was noted to be damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03958. It was reported that a burr became stuck on wire. A 1.75mm rotalink¿ plus and 330cm rotwire were selected for use. During the procedure, the burr became stuck on wire. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.